Manufacturer narrative:
The patient was treated with penicillin in 2018 after a syphilis infection. Testing resulted non-reactive for syphilis in 2018, 2021 and two times in (B)(6) 2023. Testing with other methods (trust, tppa) resulted positive, colloidal gold method resulted negative. Return sample analysis: the returned specimen sample ID x1 was tested with the following results: alinity I syphilis tp: 0.10 s/co (non-reactive). Recomline treponema igm: negative. Recomline treponema igg: negative. In-house testing of retained reagent kits of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. No malfunction was identified since the non-reactive results obtained with the alinity I syphilis tp reagent are in concordance to negative results obtained with recomline treponema igm and igg and with negative results obtained with colloidal gold. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that false negative alinity I syphilis tp results were generated for a 68 year old female patient sample that tested positive using alternate methods. The patient stated that she previously tested positive for syphilis in 2018 and was treated with penicillin. The result was negative at another hospital in 2018 and the patient also tested negative in 2021. On (B)(6) 2023 the alinity I syphilis tp result was negative at 0.06 s/co. On (B)(6) 2023 the alinity I syphilis tp result was negative at 0.05 s/co. Trust and tppa methods were positive. A colloidal gold immunochromatography assay (gica) method was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.